Event description:
Pt revised to address ratching sensation. X-ray showed cup had moved. Found metallosis, loose cup, and groove on neck stem junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.